Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the groin using an ipsilateral antegrade approach. The target lesion was located in the superficial femoral artery (sfa). A 2mm x 40mm x 144cm sterling over the wire balloon catheter was advanced for pre dilation. During inflation a leak was noted. The pressure did not go up and the physician suspected that a balloon rupture had occurred. The sterling over the wire balloon catheter was removed and the procedure was completed with a different sterling balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).